Event description:
It was reported via repair work order that the nurse call system was not functioning due to screws were breaking off into the connector of the wall interface cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.